Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was 120 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received alarm during self test due to faulty connector on remote frequency board. Insulin pump confirmed alarm at alarm history file due to corrupted history file. Unable to upload carelink due to corrupted history file. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.